Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that (B)(4) passed visual inspection and functional testing; the battery provide power as expected. Failure analysis of (B)(4) revealed a damaged locking mechanism in the cable connector, this observation prevented the battery from maintaining a secure connection. As a result, the reported poor mechanical connection was confirmed. However, the reported "battery not holding a charge" event could not be confirmed. The most likely root cause of the reported poor mechanical connection event can be attributed to a damaged locking mechanism within battery connector, possibly due to the handling of the battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019, 459888 lead, implanted: (B)(6) 2019 ,6935m62 lead, implanted: (B)(6) 2019, 5076-52 lead, implanted: (B)(6) 2019. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial#: (B)(4), UDI #: (B)(4). (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery was not holding a charge. Another battery was not connecting to the controller properly. The batteries were exchanged. No patient complications have been reported as a result of this event.